Event description:
It was reported the patient had an unrelated surgical procedure wherein surgery mode was not enabled prior to the procedure. A manufacturer representative met with the patient and was able to recover the ipg and therapy restored, reportedly.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.